Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported via phone call that customer received a new insulin pump and assistance was requested for priming. Customer received a assistance with changing set, getting rid of air bubbles and programming. Customer's blood glucose was 195 mg/dl.